Event description:
The clinician reports the implant was inserted (B)(6) 2010 in ada 13. On (B)(6) 2020, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and swelling. No further patient complications were reported.